Manufacturer narrative:
The device was returned and the allegation confirmed; it was found that the black screen displayed after startup due to faulty plug unit. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the black screen was caused by a break in the plug unit. When the plug was replaced, the image was displayed as intended. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a black screen was observed while using the bronchovideoscope. The issue occurred during reprocessing after a diagnostic, tracheoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.